Event description:
Information received indicates the head section was up 25 degrees but would not lower.

Manufacturer narrative:
The technician found the gas spring was bent. He replaced the gas spring to repair the bed.